Event description:
It was reported that the vns patient¿s generator incision site had reopened, exposing the generator that was implanted on (B)(6) 2013. The patient underwent surgery on (B)(6) 2014 to recreate the generator pocket, relocate the generator, and reclose the incision. The surgeon elected to replace the existing generator during the procedure due to potential infection concerns. The surgeon stated that the patient has a long history of health problems including infection. Diagnostic results prior to explanting the existing device showed lead impedance within normal limits. The existing device was removed and a new generator was implanted using a muscle flap to place over the device to prevent it from extruding. The newly implanted device was programmed on to the patient's previous settings. The surgeon noted that a fall may have caused or contributed to the device extruding. The surgeon stated that the patient¿s poor diet and alcohol abuse prior to the device extrusion may have affected the generator incision site to heal. Attempts to have the product returned for analysis were made, but the product has not been received to date.

Event description:
The explanted generator was received for analysis. Analysis of the generator was completed on 09/29/2014. The device performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found.